Event description:
It was reported that the patient presented remotely via merlin net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.